Event description:
The customer contacted physio-control to report that the display on their device would intermittently go blank. There was no patient use associated with the reported event. Upon examination of the device, physio-control observed that it was locking up, rendering the unit inoperable.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio recommended repair of the device; however, the customer has thus far declined.as a result the unit was returned to the customer unrepaired. The device has not been returned to physio-control for further evaluation.the cause of the reported failure could not be determined.